Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This complaint report is associated with medwatch 1820334-2018-00939 as the doctor stated he recalled an earlier similar incident occurring. Additional information regarding the alleged event and patient status is unknown. Medwatch 1820334-2018-00939 reported: during a thoracentesis; the trocar would not disengage from the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter while in the patient. Upon removal, the top part of the catheter was seen to be bunched up. The doctor stated in hindsight, the device fit was snug/tight and difficult to thread the trocar which was an indication the trocar was not going to disengage as intended. This caused an insufficient amount of pleural fluid drainage and therefore will require the patient to have further intervention.

Manufacturer narrative:
Corrections: device name: unknown. Common name: unknown. Product code: unknown. Medwatch 1820334-2018-01044 sent on 17apr2018 stated assumed lot number. The lot number, UDI, expiration date and manufacturing date are unknown.

Manufacturer narrative:
Investigation - evaluation: a review of the documentation and instructions for use (IFU) was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. Documentation shows many procedures developed to identify/prevent this failure mode prior to distribution. Validation documentation shows that proper procedures are in place in order to eliminate foreign matter as a reasonable root cause. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures have been initiated to address this issue. We will continue to monitor for similar complaints.